Manufacturer narrative:
Product event summary: the controller (B)(4) and batteries (B)(4) were not returned for evaluation. A review of the manufacturing records confirmed that the associated devices met all requirements for release. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed premature power switching events that were due to momentary disconnections involving (B)(4). Momentary disconnections will result in an audible tone or ¿beep¿. This was most likely perceived by the patient as the reported alarms. As a result, the reported events were confirmed. The most likely root cause of the reported power switching and intermittent alarms can be attributed to momentary disconnections between the controller and batteries. An internal investigation is open evaluating momentary disconnections. Additional products: battery (B)(4). H3: yes h6 FDA method code(s): 3317, 3372 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 92 battery (B)(4). H3: yes h6 FDA method code(s): 3317, 3372 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 92 battery (B)(4). H3: yes h6 FDA method code(s): 3317, 3372 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 92 battery (B)(4). H3: yes h6 FDA method code(s): 3317, 3372 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 92 battery (B)(4). H3: yes h6 FDA method code(s): 3317, 3372 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 battery (B)(4). H3: yes h6 FDA method code(s): 3317, 3372 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 battery (B)(4). H3: yes h6 FDA method code(s): 3317, 3372 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 92 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery; battery /(B)(4)/ model #: 1650de / expiration date: 2016-01-31 UDI #: (B)(4), mfg date: 2015-01-31.(B)(4) . Heartware ventricular assist system ¿ battery. Battery /(B)(4)/ model #: 1650de / expiration date: 2016-03-31 UDI #: (B)(4), mfg date: 2015-03-31 .(B)(4). Heartware ventricular assist system ¿ battery ; battery / (B)(4)/ model #: 1650de / expiration date: 2017-06-30 UDI #: (B)(4), mfg date: 2016-06-30. (B)(4). Heartware ventricular assist system ¿ battery; battery / (B)(4)/ model #: 1650de / expiration date: 2017-06-30 UDI #: (B)(4), mfg date: 2016-06-30 (B)(4). Heartware ventricular assist system ¿ battery: battery / (B)(4)/ model #: 1650de / expiration date: 2017-06-30 UDI #: (B)(4), mfg date: 2016-06-30 (B)(4). Heartware ventricular assist system ¿ battery: battery / (B)(4)/ model #: 1650de / expiration date: 2017-06-30 UDI #: (B)(4), mfg date: 2016-06-30. (B)(4). Heartware ventricular assist system ¿ battery; battery / (B)(4)/ model #: 1650de / expiration date: 2017-06-30 UDI #: (B)(4) mfg date: 2016-06-30(B)(4).

Event description:
It was reported that there was power switching of the controller and batteries with intermittent red alarms. No alarms were logged on the controller when it was attached to the the monitor and it was suspected the controller was damaged. The controller and batteries were exchanged. A pump stop was noted during the controller exchange. No patient complications have been reported as a result of this event.